Event description:
A device was used during a low anterior resectiion. The device was very difficult to remove once fired. Upon inspection of the staple line it was noted that the device fired an incomplete staple line and anastomosis. The surgeon changed procedures to complete the case.